Event description:
A left knee meniscectomy was being performed on patient. He noticed the shaver stopped working, removed it from the patient's left knee and handed to the certified surgical technologist (cst). The cst observed the stryker resector tip and saw it had broken off. They retrieved the tip from the patient's knee, performed a CT fluoroscopy scan to identify any remaining metal from the broken resector. The team proceeded to document the event. Manufacturer response for formula tomcat cutter (red/white) 4mm, (brand not provided) (per site reporter): cooperative.